Event description:
Additional information found the patients ipg was explanted and replaced on (B)(6) 2021 to resolve the issue.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete patient and device information. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. Device information is not known at this time. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by the company representatives to no availability. Surgical intervention may take place at a later date.